Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 76cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately calcified left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, it was noted that the device fractured before it entered into the vessel. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately calcified left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, it was noted that the device fractured before it entered into the vessel. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient status was stable.